Manufacturer narrative:
The event occurred on an unknown day in (B)(6) of 2020. The devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twelve small volume folfusors were found to be "crushed". This was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added: the lot was manufactured from july 2, 2019 - july 3, 2019. Twelve (12) actual devices were received for evaluation. A visual inspection was performed and found the housing was malformed which caused the red coil cap to detach from the housing. The reported condition of damaged was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.